Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the latch assembly including the spring component, latch pump window, retainer and dowel pin. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal drive motor had an issue where the pump head uncoupled from the motor. As mitigation, they readjusted the unit. The surgical procedure was completed successfully. There was a 1¿2-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.